Manufacturer narrative:
(B)(4): evaluation process: *performed visual inspection (B)(4): -case staining. -dc pcba front nylon standoff broken. -all 4 lvps nylon standoffs broken *performed baseline performance testing (B)(4): -no issues noted -unit also tested utilizing plasmablade 4.0 (with settings: cut 6, coag 8) tissue analog, and hemostat. While transmitting on coag 8, after touching hemostat, a 2-3mm plasma was present as blade was moved away from hemostat and continuing to transmit rf energy. This is consistent with known goods units under similar conditions. Root cause: -the reported complaint is actually an expected result of utilizing ferrous materials in close proximity to an rf source. The hemostats provided a lower resistance towards the return path for the rf energy than the surrounding tissue. Therefore, the plasma from the blade chose the hemostats as it¿s path. There were no abnormal or unexpected events during evaluation. -the physical damage to unit is consistent with rough handling in the field. None of the physical damage affected the performance of the unit. -case staining is the result of the use of aggressive cleaning agents in the field and is only cosmetic.

Event description:
The customer noted that near the start of the procedure, a flame was identified at the tip of device. At the time that the flame occurred, the system was being used on coag and touching metal forceps to stop an actively bleeding vessel. It was reported that the flame was about 2mm in size, lasted 2-3 seconds before being extinguished. It was noted that the patient was intubated and on supplemental oxygen at the time the reported incident occurred.

Manufacturer narrative:
(B)(4). Patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
The customer noted that near the start of the procedure, a flame was identified at the tip of device. At the time that the flame occurred, the system was being used on coag and touching metal forceps to stop an actively bleeding vessel. It was reported that the flame was about 2mm in size, lasted 2-3 seconds before being extinguished. It was noted that the patient was intubated and on supplemental oxygen at the time the reported incident occurred.

Manufacturer narrative:
Corrected information:no eval explain code.